Manufacturer narrative:
Litigation alleges patient was revised to address pain and elevated ions. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain and elevated ions.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 1/23/2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, litigation alleges persistent right hip pain, swelling, tenderness, limited range of motion, "diagnosed with an adverse local tissue response or aseptic lymphocyte dominated vasculitis lesion secondary to metal ion hypersensitivity reaction from abnormal wear debris and a pseudotumor...right hip", diminished memory, vertigo, depression, sensitivity to cold, difficulty standing and walking on uneven surfaces, trouble sleeping, and possible hearing loss. Revision operative note indicated elevated metal ion serum levels and MRI showing a pseudotumor soft tissue mass deep to fascia and extending down to the posterior capsule. Post-op diagnosis was adverse local tissue response with pseudotumor. Operative narrative stated "pseudotumor was deep to the fascia, but it included it...thickening up to nearly 2 cm...extremely fibrotic". Also noted "dirty dish color, slightly yellow tinged fluid". Also "found extensive corrosion, blackened material...within the femoral head recess where the morse taper was, indicating substantial corrosion at the stem". Found "some corrosion on the back side of" the metal liner as well. No metal ion lab values available for review. Updated demographics. Altr, poor joint mechanics:rom, discomfort, corrosion harms added to complaint. Part/lot is being updated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, constrained liner, loosening of cup, loosening of stem, metal wear/ metallosis . Added revision hospital, patient identifier, and age. Added cup due to loosening of cup.